Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not present to the clinic remotely via merlin.net transmission. Upon examination, it was discovered that the implantable cardioverter defibrillator exhibited a radio frequency telemetry anomaly. The patient was brought to the clinic and the device was interrogated using the programmer wand. A device software update was completed and the radio frequency telemetry was successfully restored. The patient was not adversely affected by the anomaly.